Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the power led does not light up in the front. There was no reported adverse patient impact.